Event description:
The customer complained that, during patient use, the device failed to turn on after the ac power cord was disconnected. The customer complained that the device did not display a service light to indicate there was a device problem. The device was subsequently re-connected to ac power. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up in battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.